Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical error on their insulin pump. It was reported that the customer was skiing and the pump may have been exposed to moisture. The customer's blood glucose level was reported to be good. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical error an open book error, also pump error 35 was found in the formatted history file due to corroded electronic assembly. Traces of moisture were found at the motor assembly. The insulin pump had minor scratched lcd window, scratched case and cracked case on the back at the battery tube area.